Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary arrest on (B)(6) 2007 and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving three separate products.